Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the b and esc buttons were not working. The customer¿s blood glucose was 15.2 mmol/l at the time of incident. The customer also stated that clock advances forward. The customer was advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.